Event description:
Event description guidant received information that the left ventricular pacing lead was found to be dislodged 9 days post implant. The lead was removed. A new lead was successfully implanted.